Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away in the emergency room. The cause of death was cardio pulmonary arrest. The customer's pump was not working correctly per the caller, and they had several extreme lows that required emergency medical assistance. The customer had 4 incidents in one week, and once or twice was able to treat with honey. The customer would use up to 3 to 4 sets in one sitting to get them to work. The caller stated that the customer had other illnesses that may have led to the customer's passing. The customer¿s blood glucose was unknown at the time of death. The customer was not wearing the insulin pump at the time of death. The pump had been disconnected by the customer less than 48 hours prior to passing. The customer took off the pump in the middle of the night as it was not working right. The customer was not using sensors. The caller also reported issues with bent infusion set cannulas and infusion sets not sticking when sweating. The caller declined to return the insulin pump for analysis.